Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the maryland bipolar forceps instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a davinci-assisted malignant hysterectomy surgical procedure, wire at the maryland bipolar forceps instrument became exposed, and the surgeon could not activate the bipolar energy. The forceps had to be replaced. The procedure was completed with no patient harm, adverse outcome or injury and with no delay. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the reporter was not able to tell if the insulation was damaged. The cable looked was only loosed. The cable was not fully broken. There were no signs of thermal damage at the site of insulation damage. There was no arcing observed during the procedure. There has been some instruments colliding with each other observed during procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken conductor wire within the bipolar yaw pulley, between the wire crimp on the grip and the silicone potting, which seals the wire entrance to the yaw pulley. The instrument failed the electrical continuity test. No thermal damage was found on the instrument. Components adjacent to the broken wire do not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing.

Event description:
Refer to h11 for follow-up information.